Event description:
The customer reported the alarms didn¿t go off for a patient monitor. It is unknown if the device was in clinical use at the time of the reported event. There was no adverse event/patient harm reported. The spo2 was not alarming properly, and the patient was moved to another room, where the spo2 worked fine. A service quote was provide to customer for onsite evaluation. The device remains at the customer site.